Manufacturer narrative:
Additional information: a2, a3, b6, b7: mean and mode used. B3: publication date used as event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling was completed. Hyphema, hypotony, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (hyphema, hypotony, and decreased/impaired vision) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled, "12-month safety and efficacy outcomes of a standalone trabecular bypass device." Reportedly following standalone trabecular microbypass stent system procedures in a total of sixty-one (61) operative eyes, the following postoperative events occurred. Per report, there were four (4) cases of hypotony, with two (2) cases associated with transient hypotony and reduced visual acuity; and three (3) cases of hyphema, with one (1) case associated with visual acuity loss. Additionally, per report, there were twenty (20) operative eyes with visual acuity loss within the first three (3) postoperative months, and fourteen (14) operative eyes with visual acuity loss during postoperative months three (3) through twelve (12). Any omitted information was not available through follow-up. Please see attached article for further details. Reference doi: 10.5005/jp-journals-10078-1447.